Manufacturer narrative:
The pump was received with blank display due to cracked/ broken off piece at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test and self-test due to blank display. Successfully downloaded history files and traces using thump. Using the baat tool, "customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records." The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week from the event date 19-feb-2026 in the pump history file and found 2 nodeliveryafterestimatezero (8) on 02/13/2026, 1 sensorerroralert (801) on 02/14/2026, 1 lostsensor1alert (780) on 02/17/2026, 1 lostsensor2alert (781) on 02/17/2026, 1 checkconnectionalert (795) on 02/17/2026, 1 transmitterconnection2alert (798) on 02/18/2026, and 4 failedbatttest (58) on 02/19/2026. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Unable to pair the pump properly paired with the guardian link 3 transmitter and unable to verify communication anomaly, calibration anomaly, sensorerroralert, checkconnectionalert, lostsensor1alert, lostsensor2alert, or transmitterconnection2alert. Unable to verify insulin flow blocked alarm/no delivery alarm due to blank display. The pump was received with a cracked/broken off piece of case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, scratched display window cover, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay, cracked select and left button keypad overlay, broken battery tube threads, and broken belt clip rail. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-blank display confirmed due to shifted battery tube. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Power problem-battery loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, was unable to turn on pump and had a damaged on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display did not return. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.